Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, multiple automatic and manual tests, and functional stress testing without duplicating the report. Review of the device log shows multiple failed automatic readiness tests. However, this does not indicate a device malfunction and is due to the multifunction cable being connected to the wrong type of pads or the base shorting the plug. The device met specifications and was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.